Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used foley tray received. A DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that silicone temperature sensing foleys showed spontaneous deflation of the balloon. Customer stated that there were four events. Some of the foleys deflated right away which seemed to indicate a malfunction of the inflation cap/ports ability to retain water and others had pin holes in the balloon which was found on post removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that silicone temperature sensing foleys showed spontaneous deflation of the balloon. Customer stated that there were four events. Some of the foleys deflated right away which seemed to indicate a malfunction of the inflation cap/ports ability to retain water and others had pin holes in the balloon which was found on post removal.